Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was misalignment in the touch position. A touchscreen calibration was attempted to resolve the reported issue but was unsuccessful. The touchscreen was then replaced to resolve the reported issue. The repair center replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.